Event description:
It was reported that the 9800 system experienced an intermittent loss of fluoro during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The lomo connector, interconnect cable, and foot switch were replaced during the service call. The system was tested and found to be working as intended and put back into service.